Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2004. On observation date, 2009, the pt had a 2 mm anterior vaginal mesh erosion which was asymptomatic. The pt was given estrogen cream to use vaginally. The outcome is ongoing.

Manufacturer narrative:
Mesh exposure. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.